Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode following a magnetic resonance imaging (MRI) scan in which device MRI settings were not enabled prior. High voltage therapies were unavailable during backup mode. The device was able to be reprogrammed back to normal functioning. There were no patient consequences.